Event description:
Cbc draw pre-dialysis in 2008. Patient dialyzed 3.0 hr on 2k 2.5 ca dialysate goal was to be 4.5kg. At 14:15 patient began cramping and feeling sick to stomach. Treatment terminated. Physician here to see patient. Patient sent to e.r. Due to coughing up green sputum. In e.r. Abdominal cramping continued. Lab work drawn. Admitted to ICU on the next day, patient diagnosed with hemolysis and transfused with three units of packed cells. On approx three months earlier, patient respiratory status poor. Pt dnr three days after the original date. Family decided to transfer patient to hospice. On two days later, pt died.